Manufacturer narrative:
(B)(4). Rdf analysis was performed for all three of the donor's and the procedures reported to have had reactions. In all cases but one, there were no indications of issues with the procedure and the equipment operated as intended. In one case, the donor parameters were entered incorrectly, however, rdf analysis confirms that only 14mls of extra volume was taken (please see risk analysis section for further info.) Further, analysis was performed using all rdfs we have for (B)(6) to determine if there have been any process changes that could have contributed to these reactions. (B)(6). No other trends or patterns were noted that could be contributing factors to these reactions. In the last 24 month period, there was only one other reported pt reaction from a procedure which was not related to an amap plasma procedure, as seen using a warp report for failure code. The DHR was reviewed for both (B)(4) and no problems were found. Conclusion: this type of reaction is anticipated for donors.

Event description:
This report is being filed for clarification. The incident was originally included in MDR 1722028-2010-00126, but is being reported separately for clarity. After the donor gave a platelet product with amap plasma. The donor had seen an article in the local paper related to donor reaction that resulted in a single vehicle accident and a power pole/line being damaged. After reading this article, the donor contacted the ceo at (B)(6) and reported that he had felt a bit light headed and weak for a few days after he donated a platelet with amap plasma. The customer (B)(6) wanted to make sure that there was no issue with the equipment and that it was functioning as intended. The complainant was unwilling to provide donor ID info.